Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen was cracked and unresponsive. Reportedly, the cause of the crack was unknown. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had an alternate method of insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the cracked touchscreen issue was verified; however, duplication testing found that the touchscreen was responsive to user input.